Event description:
Procedure type: lc cac (a) l/lar. Pt gender: unk. According to the reporter, the active blade broke during use and fell into the pts cavity. Oozing bleeding under 200cc also occurred, but was not caused by the device. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported or further details were available.